Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable heating at the ipg site. As a result, the patient requested to have the entire system removed. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg and leads were explanted during the procedure.